Event description:
Information received indicates the battery light was lit solid, but there was no battery power to the bed.

Manufacturer narrative:
The technician found the battery was showing 12 volts but would not maintain under a load. The technician replaced the battery to repair the bed.